Event description:
Customer reported issues with the insulin pump. Customer stated that there is a motor error alarm. Assisted customer in clearing the alarm by disconnecting from the insulin pump. Furthermore, customer received various other alarms. Customer's blood glucose is not provided. Nothing further reported.

Manufacturer narrative:
No a17 alarm or a21 alarm noted. Unit passed the self test and a21 error test. Pump received with a47 alarm in the history file. A47 alarm due to corrupted history file. Pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. Unit had scratched display window and cracked display window corner.